Event description:
Information was received that reported a patient was hospitalized due to incidence of hyperglycemia. The reporter stated that the patient was admitted to hospital at 1030. It was reported that the patient had changed the cartridge set and site the day before and his blood sugars remained in the 200's. The morning of event date he was vomiting and his blood glucose was high. Upon admission his blood glucose was 484 and he was spilling ketones. He was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative:customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.